Event description:
The pt was revised to address poly wear after 22 years implanted. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Although the exact date of the primary surgery is unk, it was reported to have occurred approx in (B)(6) 1989.